Event description:
While rptr was relaxing in tub (pump was not wet or in tub; waterproof cap was in) she heard the pump start grinding loudly. She looked at the screen; it was blank. She tried to command pump off by pressing proper buttons, it wouldn't take commands - it was apparently shorted out. She screamed for her husband to help. He ran in. She felt insulin at infusion site burning as it was being forced into her. She yanked out infusion set. The pump was emptying insulin cartridge. Her husband could not get the pump to shut off/quit grinding until he finally removed the batteries. She had a major overdose of insulin. She had no idea how much. Had this happened in her sleep she is sure she would be dead. She would not have heard the grinding sound. The d/c motor shorted out, apparently. MFR has ignored all her questions regarding this matter. Within 15 minutes her blood sugar was in the 40's. It took lots of fast-acting, glucose tablets as well as a meal and sweetened drinks to return to normal. She sent MFR her exact blood sugars when she returned the pump.